Event description:
It was reported that during an unrelated spinal procedure, the surgeon cut the patient¿s catheter. The surgeon finished the case, and the plan was to either revise or replace the catheter on 2014 (B)(6). There were reportedly 2 catheter¿s implanted, thus it was noted to have been possible that the surgeon could have cut a ligated catheter and not the functional catheter. Troubleshooting options were discussed. It was later noted that after the catheter was cut, the physician repaired and spliced together the existing catheter. They had attempted to aspirate the catheter after repairing and were not able to aspirate. The physician opted to inject dye and bolus the catheter and the catheter appeared to be patent. The patient was under sedation and in the intensive care unit (ICU) for observation, and they were going to be filling the pump with a lower concentration. The catheter was reportedly clear of medication, and the dye was not flushed with saline after the injection. They would be priming the catheter, and the pump was in simple continuous. The pump system was being used to infuse baclofen (compounded). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory. (B)(4).